Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within approximately ten days of the implant procedure, the patient experienced a potential micro-perforation. The right atrial (ra) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.